Manufacturer narrative:
Investigation summary: one loose 3ml syringe and one opened blister pack from batch 1012906 (p/n 309657) were received and evaluated. It was observed most of the printed scale was missing with no legible numerals or complete grad lines. The poor print was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 1012906 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the scale markings on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were illegible and/or partially missing. The following information was provided by the initial reporter: "fluid measurement lines partially faded and some measurement lines missing. It appears that the measurements have rubbed off; however, the syringe is new, unused and not expired."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were illegible and/or partially missing. The following information was provided by the initial reporter: "fluid measurement lines partially faded and some measurement lines missing. It appears that the measurements have rubbed off; however, the syringe is new, unused and not expired."